Event description:
Pt implanted with one matrix 90 degree l-plate, two matrix oblique l-plates and matrix screws for an orthognathic procedure (jaw reconstruction). One hour after the procedure was completed, surgeon followed up with pt and noticed that the entire plate/screw construct was not stable. Two of the plates were broken and the screws were loose and backing out. Hardware was removed and replaced. This is the 4th of 12 reports submitted on this event.

Manufacturer narrative:
Add'l info has been requested. Brand name of device implanted in pt was 1.85mm ti matrix screw self-drilling 4mm (catalog number 04.511.224.05) and 1.85mm ti matrix screw self-drilling 5mm (catalog number 04.511.226.05). The quantity of the two catalog numbers is unk and it is unk as to which screw was used with the associated plates. Catalog numbers 04.511.224.05 and 04.511.226.05 were implanted in the pt. It is unk as to which screw was used with the associated plates and the quantity of the two catalog numbers of screws is unk. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine mfg date without a lot number. Add'l info has been requested.